Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) review system remotely and found that system unable to do scan. After review log file rse found that image processing malfunction occurred intermittently. Philips field service engineer (fse) visited onsite and confirmed the issue with ippc (image processing pc). The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, fse replaced hard disks and system was functional temporarily and after that blue screen issue reported. Fse did multiple restarts and resets hard disk slots. After replacement of ippc (image processing pc) fse found intermittent issue with old image and os hard disks. Fse replaced hard disks. After replacement of ippc and hard disks, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make scans and was down. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced both hard drives. The device was returned to expected functionality.